Event description:
During patient bathing, patient sand bed noted to be improperly inflated. The lower section of the back inflatable mattress was not inflating properly leading to the patient laying on a hard surface for extended period of time. Additionally, the right side of the bed rail inflation device was also not inflated. On first glance, the bed looked to be functional and working properly, when turning the patient during bathing it was more apparent the bed was not functioning properly. Unsure of length of time for mattress deflation. In order to get the areas to reinflate, a hard reset was needed on the bed by unplugging the whole device waiting thirty seconds and restarting the device. There was no way to reinflate the mattress from the main control panel.